Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 95-100mg/dl fasting. Verified test strips expire 02/28/2018. Confirmed customer's test strips are being stored properly and opened vial date was unknown. I could not retrieve any results from memory. Customer calling stating her meter is providing results that she considers are not accurate. Customer states her physician recommends her to test her blood glucose levels within 90 minutes after meals and provided her a target range for her levels after meals. Customer refused to provide this target range stating this result of 135 mg/dl obtained after meals is a low result when compared to the target range provided by physician customer also states she was admitted to he hospital about one month ago because of her blood glucose results were too high using this meter and when she was discharged her levels were too low using her meter , customer does not remember the readings .customer became irate and refused to run back to back blood test and declined replacement, customer disconnected the call.